Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer received a pump error 23 (post-reset ram crc alarm) and a blank display. The blood glucose value at the time of the event was 509 mg/dl. The event involved product mmt-1884. Troubleshooting was performed, and the customer was able to clear the alarm and able to rewind the pump. The pump is stored without a battery for more than 8 hours, which is normal behavior. Troubleshooting was performed for the display issue, and the customer reported that the issue resolved after less than 30 seconds. The customer also reported that there was no damage to the battery cap contacts and compartment springs. Troubleshooting was not performed for hyperglycemia. It was unknown whether the insulin pump was utilized within 48 hours of the event. It was also unknown whether the auto mode feature was active or not. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b3 - updated event date from 28-dec-2025 to 29-dec-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.